Event description:
The manufacturer received info alleging a ventilator's down button on the keypad did not respond when passed. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer for eval. The technician confirmed that the down button on the keypad would not function. The device's system board was replaced to address the issue.